Manufacturer narrative:
The field complaint of the transmitter not connecting and smoke emitting from cell adapter was not verified, as well as, there being no issues or malfunctions present throughout the process. The transmitter functioned as intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin transmitter did not power up after a lightning strike. Smoke was noted from the transmitter. The device would be replaced.